Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, carrier tube, and locator. The returned device was subjected to visual analysis. The device appeared to be in good condition with slight signs of blood. The hemostasis sheath and locator were returned mated together. No damage or deformation was identified. The blood inlet holes were examined, and no issue was found with the device features. Blood/tissue debris was identified over the blood inlet hole. Dimensional testing was performed. The blood inlet and outlet holes were measured on the locator and were found to have been 0.055 inches and 0.019 inches, respectively. Both dimensions were within the manufacturer's specifications of 0.056 +/- 0.002 and 0.019 +/- 0.003. The blood inlet hole was also measured on the hemostasis sheath and was found to have been 0.040 inches, which was within the manufacturer's specification of 0.038 (-0.002 / +0.004) inches. Functional testing was performed by inserting a new guidewire into the device to test for blockages. Back flow was tested by injecting water into the distal tip and checking for obstructed or insufficient fluid flow through the proximal end. No issue was able to be found with device function. The complaint can be confirmed for low flow. The device was tested and appeared to function properly. The inlet holes were also measured and were found to have been within specification. However, tissue/biological debris was found to have been obstructing one of the blood inlet holes, and could have restricted blood flow resulting in 'low flow.' As a result, the likely root cause was determined to have been an obstruction of the inlet hole by tissue/biological debris. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the backflow of blood was less than usual when the angio-seal assembly was inserted into the artery. The physician felt something unusual and determined not to use the device. Manual compression was applied, and hemostasis was successfully achieved. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). It is unknown whether a pre-deployment angiogram was performed or not. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The estimated blood loss was less than 250cc. There was no health damage to the patient. There was no other devices or equipment used with the reported product.